Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. They also reported that an infection at the insertion site. Escalation analysis indicated that the observed discrepancies could be due to the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization, or the infection at the insertion site. The user was referred to their hcp for further medical assistance and clarification on the issues reported. Customer care recommended that the user call back if the discrepancies persisted after the insertion site heals and completion of any treatment/medications.

Event description:
On march 9th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.